Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device, causing pain to the caller. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.